Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Review of stored measured battery data found that the pulse generator was running on the current product code for approximately 59 months but the monthly saved battery data only shows 17 months collected. The device functioned normally after being connected to an external power supply.